Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and unexpected off no power, low battery or battery out limit alarms noted. Unit passed self-test and unexpected restart test. No unexpected signal too low error alarm or unexpected restart error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have woken up with blood glucose of 505 mg/dl due to pump turning off after changing batteries the night before. Customer treated high blood glucose with manual injection. Alarm history showed an unexpected restart alarm and signal too low alarm. Customer was advised that insulin pump would need to be replaced.